Event description:
Pt had pins inserted after hip fracture sometime ago. Since that time pt has experienced pain in hip. On x-ray fracture appears healed but has some destruction of the acetabulum because of protrusion of at least 2 of the pins. Has painful movement of the hip joint. Admitted for removal of the pins.